Manufacturer narrative:
Eval summary: the results of analysis confirmed that the nose cone was separated. The investigation found pinch marks 19 cm distal to the adaption shrink label. Engineering had concluded that the pinch marks on the device are a result of the rotating hemostatic valve being clamped too tight onto the nose cone, with subsequent force applied beyond the specification of the design, causing separation. Engineering had concluded that no corrective action is warranted at this time. Quality assurance will monitor the device for this type of complaint. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that after a directional coronary arthrectomy procedure the physician removed the device from the body. At that time he noticed that the distal tip of the device (nonsecone) was not present. Once he removed the guidewire and guiding catheter he found the piece in the rotating hemostatic valve. There was no reported pt injury with this incident. Hosp is holding device indefinitely.